Event description:
Customer's caretaker ((B)(6)) called in and reported an occlusion alarm. She already had changed her supplies. Customer's bg was at 346 mg/dl at the time of the call. Customer had not tested for ketones and did not report any adverse effects. Caretaker will monitor her bg levels and call back if she needs any further assistance. (B)(6)2024 sp @ 1:49 pm pst. Caretaker called back and confirmed customer is at 186 mg/dl and dropping. She gave some juice to customer and is wondering if she needs to suspended delivery. I explained when the appropriate time is to correct, after getting a low alert and not to use the suspend feature for therapy and only use it to avoid wasting insulin for the time customer is disconnected from the ilet. Contact acknowledged and had no further questions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.